Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a transcervical resection in saline (tcris) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell into the patient. However, no device fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Manufacture date; device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2019-02-07). The investigation confirmed that the loop wire at the distal end of the hf-resection electrode is broken off, leaving sharp edges at the points of breakage. No part of the electrode is missing since the complete fragment was returned as well. There are charred residues visible but no signs of wear and tear. The sharp edges indicate that the loop broke as a result of mechanical force. Also, it was reported that the user fixed the loop wire several times during the procedure by bending it back into place after it had been bent as a result of excessive force. Therefore, the breakage of the loop wire is most likely caused by repetitive stress resulting from fixing the loop and this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf-resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.